Event description:
The account alleged that the casters on the transtar stretcher would lock in brake but they would continue to still swivel.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.